Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens case/vial, in a biohazard bag. Visual inspection of the returned product found no visible damage. Claim # (B)(4).

Manufacturer narrative:
Additional data: additional information received - the lens was implanted on (B)(6) 2017 in the patient's right eye (od), -11.0 diopter. The lens was explanted on (B)(6) 2017 due to hyperopic surprise, excessive vaulting, narrowing of the angle and angle closure. A yag peripheral iridotomy was performed to relieve pupil block. The lens was exchanged for a shorter lens and the problem was resolved. The patients post-op bscva was 20/25. (B)(4). Corrected data: the implanted date is (B)(6) 2017 not (B)(6) 2017. (B)(4).

Manufacturer narrative:
Conclusion code: (visian® implantable collamer® lenses are indicated for use in adults 21-45 years of age. This patient was (B)(6) years of age). (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, and the lens was noted as having an excessive vault. The plan is to explant and exchange the lens for a shorter lens. The lens remains implanted.